Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) on episodes. The lead remains in use. It was also reported that the implantable cardioverter defibrillator (ICD) device classified the episode as atrial tachycardia/ atrial fibrillation (af), but the physician felt it was sinus tachycardia. The device remains in use. No patient complications have been reported as a result of this event.